Event description:
Pt rec'd implant in 2005. Presented in june to a different surgeon. At that time surgeon believed phalangeal component had recessed into phalanx, due to possible original surgeon placement error, or pt trauma. Surgeon #2 took no action at that time. In 2006 pt re-presented and implant removed. At time of surgery the dorsal area of the metatarsal and phalanx appeared to have eroded and toe was sticking straight up.

Manufacturer narrative:
Pt placed on bone stimulator post-explant. No anomalies noted on visual exam of prosthesis at 10x magnification. Previous clinical history indicates possible trauma or misplacement of implant. Use instructions caution about excessive stresses on implant. Implant not kept by osteomed - surgeon asked to have it returned. No further eval possible.